Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) battery was suspected to be depleting prematurely. An error message was seen that remote monitoring was disabled. A transmission was unable to be sent due to the device's low battery capacity. Technical services (ts) reviewed and recommended device replacement. This device was explanted and successfully replaced with another crt-p. This device was received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) battery was suspected to be depleting prematurely. An error message was seen that remote monitoring was disabled. A transmission was unable to be sent due to the device's low battery capacity. Technical services (ts) reviewed and recommended device replacement. This device was explanted and successfully replaced with another crt-p. This device was received for analysis. No additional adverse patient effects were reported.